Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 10 mm x 2.50mm wolverine¿ coronary cutting balloon¿ monorail¿ was used to dilate the lesion and during inflation to 8 atmospheres the balloon ruptured. The balloon was removed without complications and the procedure was completed with a different device. There were no patient complications and the patient's condition post procedure was good.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 10 mm x 2.50mm wolverine coronary cutting balloon monorail was used to dilate the lesion and during inflation to 8 atmospheres the balloon ruptured. The balloon was removed without complications and the procedure was completed with a different device. There were no patient complications and the patient's condition post procedure was good.

Manufacturer narrative:
Device evaluated by MFR: based on potential root causes identified, the following attributes were considered during analysis: a visual and microscopic examination was performed on the returned device. A visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a balloon pinhole leak located at the proximal edge of the distal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. The rate of burst pressure of this wolverine device is 12atm (atmospheres). The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).